Event description:
On (B)(6) 2018 the customer reportedly received the following results on the aviva system within 10 minutes: 38 mg/dl and 153 mg/dl. On (B)(6) 2018 the customer reportedly received the following results on the aviva system within 10 minutes: 46 mg/dl and 183 mg/dl. No adverse event reported. The lot number was not provided. The remaining strips were used; therefore, no product could be requested to be returned for product evaluation.